Manufacturer narrative:
(B)(4). Investigation of the returned device found that the plunger, suture, link, needles, and cuffs were not returned. The scope of this investigation was very limited and the reported needle-to-cuff miss could not be confirmed. Inspection of the device revealed no needle strike mark at the posterior foot to suggest that the posterior needle might have struck the foot instead of engaged with the cuff during needle deployment. There were no abnormal observations that could contribute to the reported needle-to-cuff miss. During testing, the proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results were acceptable. The needle trajectory of every device is checked twice during manufacturing. Based on the investigation findings a cause of the reported event could not be determined. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure using a preclose technique of the common femoral artery before an endovascular aneurysm repair. Reportedly, when the plunger was removed the sutures were not retrieved. Two additional proglides were deployed and the sutures achieved hemostasis. There was no adverse patient sequela reported. Though requested, no additional information was provided.